Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blood loss anaemia ('anemia from heavy bleeding/anemia due to chronic blood loss') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes simplex, leukorrhea, abortion induced incomplete, chlamydial infection, achilles tendon repair, cesarean section, abortion of ectopic pregnancy, molar pregnancy, uterine dilation and curettage, pelvic adhesions and uterine enlargement. Concurrent conditions included bacterial vaginosis, vulvovaginal candida, urinary retention and hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("procedure was lengthy") and procedural pain ("procedure was uncomfortable"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient was found to have uterine leiomyoma ("uterine leiomyoma of uterus"). On (B)(6) 2018, the patient experienced glucose-6-phosphate dehydrogenase deficiency ("deficiency of glucose-6-phosphate dehydrogenase"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), genital herpes simplex ("genital herpes simplex"), abdominal pain ("abdomen pain"), menstruation irregular ("irregular menses") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blood loss anaemia, genital herpes simplex, uterine leiomyoma, glucose-6-phosphate dehydrogenase deficiency, abdominal pain, complication of device insertion, procedural pain and vaginal infection outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia and menstruation irregular had resolved. The reporter considered abdominal pain, blood loss anaemia, complication of device insertion, dysmenorrhoea, dyspareunia, genital herpes simplex, glucose-6-phosphate dehydrogenase deficiency, menorrhagia, menstruation irregular, pelvic pain, procedural pain, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: patient received treatment for uterine leiomyoma and glucose-6-phosphate dehydrogenase. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2013: total bilateral occlusion.; on (B)(6) 2013: bilateral fallopian tubal occlusion by essure devices. No coil migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: deficiency of gluoose-6-phosphalrt dehydrogenase, genital herpes simplex, dyspareunia, uterine leiomyoma, menorrhagia, blood loss anaemia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : reporter information added. New event " vaginal infection" was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blood loss anaemia ('anemia from heavy bleeding/anemia due to chronic blood loss') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes simplex, leukorrhea, abortion induced incomplete, chlamydial infection, achilles tendon repair, cesarean section, abortion of ectopic pregnancy, molar pregnancy, uterine dilation and curettage, adhesion and uterine enlargement. Concurrent conditions included bacterial vaginosis, vulvovaginal candida, urinary retention and hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("procedure was lengthy") and procedural pain ("procedure was uncomfortable"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient was found to have uterine leiomyoma ("uterine leiomyoma of uterus"). On (B)(6) 2018, the patient experienced glucose-6-phosphate dehydrogenase deficiency ("deficiency of glucose-6-phosphate dehydrogenase"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), genital herpes simplex ("genital herpes simplex"), abdominal pain ("abdomen pain") and menstruation irregular ("irregular menses"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blood loss anaemia, genital herpes simplex, uterine leiomyoma, glucose-6-phosphate dehydrogenase deficiency, abdominal pain, complication of device insertion and procedural pain outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia and menstruation irregular had resolved. The reporter considered abdominal pain, blood loss anaemia, complication of device insertion, dysmenorrhoea, dyspareunia, genital herpes simplex, glucose-6-phosphate dehydrogenase deficiency, menorrhagia, menstruation irregular, pelvic pain, procedural pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2013: total bilateral occlusion.; on (B)(6)2013: bilateral fallopian tubal occlusion by essure devices. No coil migration. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: deficiency of gluoose-6-phosphalrt dehydrogenase, genital herpes simplex, dyspareunia, uterine leiomyoma, menorrhagia, blood loss anaemia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and mr received- previously reported event "injury" was updated to "pelvic pain", events- "abnormal bleeding (menorrhagia), genital herpes simplex, anemia from heavy bleeding/anemia due to chronic blood loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uterine leiomyoma of uterus, deficiency of glucose-6-phosphate dehydrogenase, abdomen pain and procedure was uncomfortable, procedure was lengthy, irregular menses", reporter information, medical history and lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.